Event description:
It was reported the pt had withdrawal symptoms with increased baseline pain during a normal refill cycle. A confirmed motor stall was noted in the event logs. No motor stall recovery was recorded. The health care provider reprogrammed the pump to release medication at a minimum rate. The pt was admitted to the emergency room and received an injection and pills to manage her pain. The pump contained dilaudid at a concentration of 20 mg/ml at a dose of 3.497 mg/day and bupivicaine at a concentration of 3.9 mg/ml at a dose of 0.6819 mg/day. Additional info has been requested and will be made as follow up as it becomes available.

Manufacturer narrative:
(B)(4).